Event description:
It was reported that, during a follow up appointment, this implantable cardioverter defibrillator (ICD) system exhibited noise on both right atrial (ra) lead and right ventricular (rv) lead resulting in inappropriate anti-tachycardia pacing (atp) and pacing inhibition. The patient was also noted to have experienced asystole due to pacing inhibition. The right ventricular (rv) lead was then explanted and replaced. At the one month follow up following rv replacement, this noise was able to be reproduced with abdominal activity by the patient. The new rv lead was then repositioned, along with device explant and replacement. Following system revision the noise was no longer observed. No additional adverse patient effects were reported.

Event description:
It was reported that, during a follow up appointment, this implantable cardioverter defibrillator (ICD) system exhibited noise on both right atrial (ra) lead and right ventricular (rv) lead resulting in inappropriate anti-tachycardia pacing (atp) and pacing inhibition. The patient was also noted to have experienced asystole due to pacing inhibition. The right ventricular (rv) lead was then explanted and replaced. At the one month follow up following rv replacement, this noise was able to be reproduced with abdominal activity by the patient. The new rv lead was then repositioned, along with device explant and replacement. Following system revision the noise was no longer observed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.